Event description:
It was reported that damage occurred to the pump housing surrounding the usb port, which affected the customer's ability to charge the pump. There was no reported impact on the customer¿s blood glucose level. Technical support arranged for a replacement pump, instructed the customer to use manual daily injections as a backup method for insulin delivery, and guided them on how to allow the pump¿s battery to fully deplete before returning it using a prepaid label.